Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal failed to deploy. The surgeon tried to pull the seal out of the out delivery device, but the string stayed inside the loader. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and the seal were not returned. The blue slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for fail to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).